Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the device was received inside the lens case in the packaging box at the manufacturing site for investigation. The lens was observed under microscope and it was observed cut in 3 pieces. One of the haptics was observed detached. The complaint was verified however it could not be related to the manufacturing process, it could be related to the handling process. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the device were reviewed and no non-conformance (nc) reports were found. The product was manufactured and released according to specification. The search in the complaint history revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. Concomitant medical products. Concomitant medical products: cartridge emeraldc30, lot cd02402; handpiece emeraldxl, lot 11-004. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the intraocular lens (iol) za9003 20.0 diopter, broke off after the iol was inserted into the patient's operative eye. The iol was removed without incident and replaced with another iol of the same model and diopter. No vitrectomy was performed, no incision enlargement and no sutures were used. The patient was reported doing fine post-op. No further information was provided.